Event description:
It was reported that there was an out of regulation (oor) on the patient programmer. It was noted that ¿call your doctor¿ was displayed. It was further noted the patient pushed the orange check button and saw the check mark. It was noted that programmer displayed a ¿picture of a doctor¿ and the oor condition. The patient first noticed the message three days prior to report. The patient had no symptoms and knew the device was working. The patient noted that the ¿stimulator was working. It was just the screen.¿ additional information received reported that stimulation was unable to be adjusted. It was noted oor 64 was displayed and pair 2-3 was measured at 20 ohms. The oor occurred ¿every time you check.¿ it was further noted that the patient was programmed for c+ 2- and therapy impedance was 877 ohms. Normal therapy voltage was 4.1v. Impedance was rechecked at 0.7 and an error message was displayed indicating at least one measurement of a possible open circuit. Impedance was also checked at 1.5 v and the following values were measured: 0-2 was >10k and 2-3 was >10k. It was noted that 2-3 was previously measured at low 20 ohms. The other impedance measurements were in the normal range. It was further noted that unipolar values were good and bipolar values were a little low. The healthcare professional (hcp) noted that the patient had not noticed a significant reduction in therapy. The patient had leg cramping which ¿could be from the reduced efficacy of the stimulation.¿ it was noted that the patient felt ¿like a wave of light¿ hit the head and had complained of light-headedness but the hcp thought it was probably unrelated to therapy. The patient reported no electric shock sensation. There were no falls or trauma reported. An x-ray was recommended. Additional information received reported that there was a possible lead fracture. It was noted that the cause of the event was unknown but ¿potentially from a fall or due to dyskinesia.¿ it was noted that the event was attributed to the extension. It was noted that the issue due to the extension was unknown but a ¿possible break.¿it was noted an x-ray was taken and ¿possible damage to right subthalamic nucleus extension in the neck¿ was observed. It further noted symptoms associated with the event included reported reduction in efficacy. The patient was not hospitalized as a result of the event. The patient outcome was reported as no injury. It was noted that extension replacement was being discussed with the patient. It was further noted that changing contacts from c+,2- to c+,1- resulted in normal function of the system. It was later reported that the patient was still having concerns with her device or therapy, but was working with an hcp or manufacturer representative.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v006878, implanted: (B)(6) 2007, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7438, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).